Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. H11 corrected fields: h6 (type of investigation) a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue.the power supply and ac reel was replaced by fse to fix the issue and fse then performed all functional and safety checks to meet factory specifications.unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne.the failure analysis and testing department received part ac power cord reel ametek and cart bulk power supply with a reported unit failure of no ac power.fat department performed a visual inspection of the parts received and found that the ac power cord and cart bulk power supply are in good condition.the fat department tested with the multi meter ac power cord reel ametek and found that the blue cable is failing continuity test. Due to the broken blue cable, the ac power reel cannot be installed and investigated any further. The failure analysis and testing department did not verify the failure of no ac power experienced by the customer. However, the failure analysis and testing department found that the ac power cord reel is defective.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.the fat department installed cart bulk power supply in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department unable to verify the failure of no ac power experienced by the customer. The cart bulk power supply passed all the required tests. Retaining the part ac power cord reel in the fat dept. Per procedure. Retaining the cart bulk power supply in the fat dept. Per procedure the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) was connected to an ac outlet but was not ac powered but was only battery powered. Even when connected to an ac outlet, neither ac lamp nor battery charge light on device cart was lit. As it was confirmed that the battery could not be charged even when connected to ac outlet, device was replaced with a different cardiosave to continue therapy. There was no harm to patient reported.

Manufacturer narrative:
Updated feilds: b4, d8, g3,g6, h2, h3, h6 , h11 corrected feild: d4 (UDI no.).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The power supply and ac reel was replaced by fse to fix the issue and fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Additional information: event postal code: (B)(6). Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device repair status unknown.

Event description:
N/a.